Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 0x2071, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted with reset instructions, and arranged for pump reset steps to be sent to customer by email so customer could complete reset after returning home with charger.